Event description:
Customer alleged the front cross bar that seat sits on both sides broke at their welds. No injury alleged.

Manufacturer narrative:
(B)(4) - the consumer is a (B)(6) male, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the crossbar, for the seat, completely detached itself from the rollator. Both sides allegedly broke at the welds. The dealer was informed that the rollator is no longer under warranty. No part issued, no RMA issued. Consumer allegedly took the rollator back home with him. No injury.